Event description:
The customer reported the c-arm was giving intermittent collimator iris errors. There was no patient injury.

Manufacturer narrative:
Upon reviewing corrupt log list, after trying new x-ray controller, rff, and reloading software none of which fixed problem, the rep checked the hard drive and found a bad sector. Suspect hard drive causing the collimator and camera errors. Also ordering new hv cable.